Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned (B)(6) 2018 for evaluation. Performed visual inspection and passed. Performed voltage test and failed. Performed share log review and no data was found. The reported event of a loss of connection was undetermined. The reported allegation was not found. The customer complaint confirmation was undetermined because there was no voltage and no data in the cloud.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.